Manufacturer narrative:
Per the reporter, the device is not available for return. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information the root cause for the reported event could not be conclusively determined, however user related factors may have contributed to the reported event.

Event description:
A user facility in greece reported that after an intraocular lens (iol) implantation the doctor noticed a scratch in the optic of the iol. The incision size was extended to 3.2mm to remove the iol and replace with a lens with the same model and diopter. Surgery time was extended by a few minutes and sutures were required.